Event description:
Spoke with father stating pump is alerting and stating block in line. Father states inspecting tubing found no kinks so changed tubing; however, pump alerted 10 minutes later. Father switched to back up pump and is having no issues. He also states something is wrong with screen on pump in question (serial number: (B)(4)); couriered patient new pump. No other information provided. Dose or amount: remodulin 70.36 nkm. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.